Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of hard lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the marionette. About 3 months after the injection, the patient developed large hard lumps to the injected areas. Lumps are responding to hyaluronidase given over 2 sessions. There were no secondary signs of infection and the lumps were not tender. Patient has noted via email that the lumps have softened but are still palpable. Patient has not returned for follow up.